Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received don?t present any damaged, kink, cut. Sample was received without blue clip and cap assembled. The samples received were connected to the devices to look for unusual function. The sample could be connected without problem and passed the delivery accuracy test; sample delivery rate was 4.25% sample was filled with 100 milliliter (ml) of water; the sample was connected to the device to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The reported complaint was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions taken were not performed.

Event description:
It was reported that the pump does not recognize the cassette, and displays an alarm indicating "cassette disconnected?. Cassette with condition mohawk. No patient injury was reported. Additional information received and attached on 1-apr-22: tracking information provided.